Manufacturer narrative:
(B)(4). Concomitant product(s): a 00801803602, cocr femoral head, 62646598; 00875101336, liner neutral 36 mm, 62650639; 00875705801, shell with cluster holes porous 58 mm, 77002707' customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that during a revision procedure a small crack in the greater trochanter was noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reported event was confirmed by review of op notes. Op-notes indicate patient had some subsidence of her stem and a limb length discrepancy. During a procedure a small crack in the greater trochanter noticed and it was cabled. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.